Event description:
Revision surgery - due to dislocation.

Manufacturer narrative:
The reason for this revision surgery, the agent reported "(patient presented to the ER with a shoulder dislocation. Surgeon attempted a closed reduction but was unsuccessful. Open reduction performed, and surgeon noted excess humeral stem retroversion and glenoid anteversion. Removed all implants and implanted new components. Patient is also obese with schizophrenia. Female 53)." The previous surgery and the surgery detailed in this event occurred 1 year apart. This evaluation is limited in scope as the item(s) associated with this investigation was not returned to djo surgical - austin for examination. The surgery was completed as intended and without incident. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated. There was no information submitted with this complaint about any patient activities, accidents, or medical contraindications that may have contributed to the reported event. There were no findings during this evaluation that indicate that the reported device(s) was defective. The surgeon performed this procedure to remedy the patient's condition. No further action is deemed necessary. A review of the device history record(s) show that the reported component(s) used in the previous surgery, when released for use, met design and manufacturing requirements. There were no nonconforming material reports associated with the product(s) that may have contributed to the reported event. The device(s) was verified to have gone through an acceptable sterilization process and was within its expiration date at the time of the previous surgery. Customer complaint history of the reported device(s) showed no present trends or on-going issues that are needing a review. The root cause of this complaint was a revision surgery due to dislocation, excess humeral stem retroversion and glenoid anteversion. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the event. There are multiple factors that may contribute to an event that are outside of the control of djo surgical.

Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2023-01118; 508-36-101, s803 - dislocation, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.